Event description:
On (B)(6) 2010, the patient underwent the surgery with the monotube triax (blue) for femoral distraction osteogenesis. The surgeon was monitoring for the patient. The surgeon confirmed that the screw for the fixation of pin clamp and tube were loose. The screw broke when the surgeon tightened the loose screw with the long handle wrench. The surgeon changed the monotube triax to another monotube triax on (B)(6) 2010. The broken monotube triax (blue) bought and was the second use. The surgeon requested the investigation of the event and the improvement of wrench.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.